Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed; however, the root cause was not identified. The product returned for evaluation was two photographs which depicted a portion of 19ga powerloc max safety infusion set. The depicted device appeared to be accessing an indwelling port in both photographs. Blood appeared evident within the extension tubing. Blood also appeared to be leaking from the needle housing. Blood was evident on the outside of the extension tube. While a leak appeared to be evident in both submitted photographs, inspection of those photographs was insufficient to either conclusively identify the precise location of the leak or identify the cause of that leak. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include voids in the adhesive within the needle housing resulting in a fluid path and device damage. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the needle was unpacked, rinsed with sterile saline, the port pierced, then the needle was flushed and aspirated while the blood leaked between the handle and connection of the connecting tube. No patient harm was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 19ga x 0.75¿ powerloc max safety infusion set. Usage residues were observed throughout the sample. Blood residue was observed between the needle and the needle housing. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the top of the needle housing. Microscopic inspection of the sample revealed voids in the adhesive coverage within the needle housing, which appeared to result in the leak fluid path. The observed leakage appeared to be caused by voids in the adhesive coverage within the needle housing. The voids appeared to have been caused by improper adhesive deposition during device assembly. The device is a supplied component and the supplier has been notified of this event. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the needle was unpacked, rinsed with sterile saline, the port pierced, then the needle was flushed and aspirated while the blood leaked between the handle and connection of the connecting tube. No patient harm was reported.